Event description:
It was reported that this implantable cardioverter defibrillator (ICD) device delivered inappropriate shocks and anti-tachycardia pacing (ATP)s due to noise and oversensing on the right ventricular (RV) channel. During the device interrogation, the noise was reproducible, the pacing impedance measurements were noted high, measuring greater than 3000 Ohms and there was no capture at max output. There was high capture threshold noted. Subsequently this device was explanted and successfully replaced. No additional adverse patient effects were reported.